Event description:
The facility representative contacted a baxter (B)(6) to report a flogard infusion pump with a false air in line alarm; this condition had the potential to interrupt delivery. This event occurred during patient use. The facility representative stated that there was a patient involved but there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr since the device's product code and serial number are unknown. However, it is being reported because it is same as or similar to product distributed within the u.s. The device is not available for evaluation, therefore, the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.